Event description:
It has been reported to philips that the x-ray tube was turned on the azurion 7 m12 system, as was routinely done in the morning after being shut down the night before. After system was turned on, the table was moveable and was ready for use. The patient was brought into the procedure room, sedated and intubated. Access to sites were obtained and the doctor advanced the ultrasound catheter into the heart. Heparin had been given to the patient. When the x-ray image was actuated the system did not function. No error codes displayed to the user. A biomedical engineer was called to evaluate. The decision was made to abort the procedure as the system not operational and maintenance personnel were over an hour away from the user facility. Heparin therapeutics were reversed and the patient was extubated and sent to recover in in the post-anesthesia care unit. To date, no further information was received. We are conservatively reporting this event as a serious injury while the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was started and aborted shortly. The field service engineer (fse) inspected the system on site and confirmed that the system had x-ray tube failure. The fse replaced and calibrated the defective x-ray tubes. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The patient outcome code and evaluation method code was corrected.